Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus inspected the device at the service department of olympus and found that following. A scope communication error e226 appeared on the monitor and an abnormal endoscopic image appeared on the monitor. There was discolor of the connector pin of the connector of the device. There was the twist of the cable of the device. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The contact failure between the device and the video system center occurred due to discolor of the connector pin of the connector of the device by some cause. The cable was broken (disconnected) due to external force caused by handling at the time of transportation, storage, use, reprocess, etc. The instruction manual provides preventive measures against the reported failure mode.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During connecting the video connector of the device to the video connector socket of the video system center, a scope communication error e216 appeared on the monitor and an endoscopic image was not displayed on the monitor when the user shook the video connector of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.